Manufacturer narrative:
Article citation: midha, neha et al. "Efficacy of needling revision after xen gel stent implantation: a prospective study," j glaucoma. 2020 jan;29 (1):11-14. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "efficacy of needling revision after xen gel stent implantation: a prospective study" reported the events of 20 of 51 eyes required more than one needling revision and 14 eyes eventually required reoperation to maintain iop within their desired target range. Complications associated with needling revisions were partial amputation of the xen implant during needling, hypotony with choroidal detachment, and failure to achieve target iop requiring subsequent surgery. This is for the same article reported under MDR ID # 3011299751-2020-00323.